Event description:
Additional information was received from the patient that reported that they had previously had one overdischarge the year before the additional information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v229128, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v235030, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The patient reported poor communication on the patient programmer (pp). They were not able to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was (B)(6) 2015. The last successful recharge session was 3 weeks ago. The reason for not charging was unknown. It was noted that the patient had knee surgery in (B)(6) 2015. Relevant medical history included postlaminectomy pain. Follow-up was performed to determine what actions were taken to address the reported issues and if the issues were resolved. This event will be updated if additional information is received.